Event description:
Pt had surgery on (B)(6) 2013. No perioperative complications were observed. Pt was seen for fitting of sound processor on (B)(6) 2013 and then returned to office on (B)(6) 2013 with extruded implant.